Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Complain date (B)(6) 2021. Sgh cssd called and mentioned that 2 appliers were found to be bent during procedure. 2 appliers bent incident happened 2 weeks apart. Sgh made internal investigation, by comparing 2 bent appliers and 1 normal applier and found that there are a hallow part in the tip of the 2 bent appliers. Customers assume and thought that the screw has come off and possibly dropped into patient's abdominal region. Abdominal xray and additional surgery was performed to exclude foreign bodies in patients. No foreign body was found. However, as the 2 appliers belongs to the same batch of 13 recently sold customer are not confident to use this batch in future and would like to return all 13 pieces for further investigation and requested for a quality report on the matter.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. It was also found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Complain date (B)(6) 2021. Sgh cssd called and mentioned that 2 appliers were found to be bent during procedure. 2 appliers bent incident happened 2 weeks apart. Sgh made internal investigation, by comparing 2 bent appliers and 1 normal applier and found that there are a hallow part in the tip of the 2 bent appliers. Customers assume and thought that the screw has come off and possibly dropped into patient's abdominal region. Abdominal xray and additional surgery was performed to exclude foreign bodies in patients. No foreign body was found. However, as the 2 appliers belongs to the same batch of 13 recently sold customer are not confident to use this batch in future and would like to return all 13 pieces for further investigation and requested for a quality report on the matter.